Manufacturer narrative:
.

Event description:
Per the audiologist, the pt reported poor speech discrimination and intermittencies when using his cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with possible electrode abnormalities in electrodes not included in the pt's sound processor program. Reprogramming the sound processor did not resolve the problem. Explanation/reimplantation surgery has been scheduled for 2008.